Event description:
Related manufacturer reference number#: 2017865-2022-03897. It was reported that dislodge- ment was noted on the right ventricular (rv) lead and the atrial lead. The physician elected to explant and replace the rv lead and the atrial lead. The patient condition was stable.

Manufacturer narrative:
Additional information was requested but not provided.